Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the device failed internal leakage test with message: "pressure transducer difference is higher than 5 cm h2o" during pre-use check (puc) and pressure transducer printed circuit board has been found defective and it was replaced to resolve the issue. The device was delivered to the user in working condition. Defective pressure transducer printed circuit board may lead to high pressure. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/28/2017; corrected manufacture date: 10/06/2017.

Event description:
Manufacturer's ref #: (B)(4).